Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet, with blood glucose values reaching approximately 400 mg/dl, and support staff suspected an infusion set issue due to continued insulin remaining in the cartridge. Symptoms included elevated blood glucose. Outcomes included user education, guidance to check ketones, and successful infusion set replacement with subsequent improvement in glucose levels. Investigation included troubleshooting with the user and clinical support review. Investigation of this case revealed that blood glucose decreased after the infusion set change, suggesting a probable infusion site or set issue, though the exact cause remained unclear. It was concluded that the event was consistent with hyperglycemia of unclear cause, with device function restored after infusion set replacement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.